Event description:
A ventilator was returned to the mgr for svc. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the device failed a stem during testing. The device's active exhalation control module was replaced to address this issue.